Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR report: 1627487-2017-00741 it was reported the patient complained her scs system stimulation was very positional. The patient stated when she moved her head or neck the stimulation would cut on and off. Troubleshooting did not provide resolution. Follow up identified the patient underwent surgical intervention and the patient's leads were replaced with different model leads. The patient reported receiving effective stimulation postoperatively.